Event description:
During hospitalization, the pt suffered a stroke and then subsequently died. It was indicated that this was not product related.

Event description:
It was reported that during a hospitalization, the pt suffered a stroke and then subsequentky died. It was indicated that this was not product related. Additional: the pt had two carotid stents placed in 2004, without incident. The pt has a known cardiomyopathy and post procedure had sme ventricular arrhythmia. The pt was evaluated for possible ICD placement but prior to this had a coronary angiography and pci was performed in 2004. In 2004, the pt had a massive hemorrhagic stroke and was intubated for respiratory distress. A CT scan revealed a large right fromtal, temporal, parietal hemorrhage with edema and midline shift. Antiplatlet medications were discontinued. Palliative care was given and the pt expired in 2004.